Event description:
The sales rep reported that two anchorahge locking screws went though the plate on two occasions in the same procedure. Also, the customer used more screws from a different batch which worked as it should.

Manufacturer narrative:
Corrected data: evaluation summary: the reported event that anchorage plate had a screw through the plate during surgery could not be confirmed, since the device was not returned for evaluation. The root cause of this breakage has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA a new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. If any further information is provided, the investigation report will be updated.

Event description:
The sales rep reported that two anchorahge locking screws went though the plate on two occasions in the same procedure. Also, the customer used more screws from a different batch which worked as it should.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.